Manufacturer narrative:
The caster horn and outer base tube assembly were damaged when the cot impacted a curb after rolling down a hill.

Event description:
It was reported by svc report that the left foot end caster horn was damaged; the caster horn was broken off and the outer base tube assembly was damaged due to the cot impacting a curb after rolling down a hill. No pt involvement or adverse consequences are reported.